Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient family members when they brought the patient to the emergency room (ER), that the patient had "held his head suddenly while sitting, had stiff hands, passed urine, and went unconscious." After two minutes, the patient regained consciousness. In response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was reprogrammed. Performance data was evaluated which showed pacing pauses and the device was functioning in a mode susceptible to circuit error, however at the ER, there were no issues with threshold, impedance, nor pacing. The device was reprogrammed to preclude further harm to the patient and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. If information is provided in the future, a supplemental report will be issued.